Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient had a spinal implantable neurostimulator (ins) placed on (B)(6) 2015 under her right breast. Since that implant, the sacral nerve ins had been ¿zapping in her butt cheek¿ instead of the normal location. She also fell two weeks before the spinal ins placement and ¿did not know if she jarred something and it finally came loose or what.¿ the patient spoke to a manufacturer representative (rep) that was doing her spinal stimulation programming two days prior to the report, but he did not know anything about the sacral nerve ins and re-directed her to her healthcare provider (hcp). At the time of the report the patient was in the hcp¿s waiting room. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.